Event description:
The customer reported the pump module delivered an incorrect dose as a result of human error. The nurses requested a report of the programming so they could see the time and date of when the programming error occurred. There was no patient harm. No further patient/ event information was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. Two pump modules were reported ((B)(4)). It was unknown which was involved with this event. A follow up report will be submitted with device information and investigation results should the device be received for evaluation.